Event description:
It was reported that a revision surgery took place on (B)(6) 2020 due to pain, left lameness, left leg functional impotence. The ep-fit/mpf ceramic insert delta 41/32 exploded. The current status of the patient is unknown. Primary surgery took place on 2014.

Manufacturer narrative:
It was reported that a revision surgery took place due to pain and breakage of the ceramic insert (75001965). The device intended for use in treatment was not returned for investigation. An evaluation of the complained device could therefore not be conducted and the reported failure mode could not independently be confirmed. Based on the limited information provided, a thorough medical assessment could not be performed. A review of the complaint history revealed no additional complaint for the batch in question. A review of the batch record revealed no deviations from the standard manufacturing process that could have contributed to the reported issue. The instructions for use lists pain and device breakage as known possible side effects resulting from a hip arthroplasty. A review of the risk management documentation verifies the failure mode and severity of the reported issue. Based on available information the root cause for the reported device breakage is attributed to a known inherent risk of the device. However, the executed investigation does not indicate that the device failed to match specification at the time of manufacturing. The need for corrective action is therefore not indicated. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.